Manufacturer narrative:
Corrected data and additional information: upon further review it was found that codes for sections h6: type of investigation code 4117, h6: investigation findings code 3221, were inadvertently not provided. Additionally, the conclusion code 11 was mistakenly provided in the initial report. The appropriate conclusion code is 67. The appropriate codes have therefore now been provided in this submission. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight and ethnicity: unknown/ not provided. If explanted, give date: not applicable, as lens remains implanted. MFR: telephone number: (B)(4). The device is not returning for evaluation as remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) implanted in the left eye (os) rotated. Visual acuity (va): 20/70 os, best corrected visual acuity (bcva): 20/25 os. Patient would like to proceed with iol rotation os. May need to have malyugin ring for good dilation. Toric iol rotation from 93 to about 25-30 degree (poor dilation so estimated axis). Reposition occurred, vitrectomy and sutures performed. No other information provided.